Manufacturer narrative:
Upon reassessment of the reported event , it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon reassessment of the reported event , it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00965 concomitant medical product(s): unknown head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient was revised appoximately 10 years post implantation due to discomfort. The physician suggests heterotrophic bone growth created inflammation. The liner was removed and replaced. Attempts have been made and no further information is available.